Event description:
A health professional reported with a description of faulty intraocular lens (iol). Additional information has been received and stated that, there was a problem with the release of the lenses.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose inside a red and white bag that was taped closed. The plunger lock and lens stop were in place in the returned device. The plunger was at the start point of the loading area. The plunger was oriented correctly. Viscoelastic was observed in the device. No damage was observed. The lens stop was removed to access the lens. The lens door was closed securely. The lens was present inside the lens loading area. Based on the evaluation of the condition of the returned device, it cannot be confirmed if the stop and plunger had been previously removed and replaced for return. The plunger and lens do not appear to have been advanced. The root cause of the reported complaint may be related to a failure to follow the IFU (instructions for use). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).